Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 is alarming no disposable alarm and clamp tubing. The infusion of unknown medication runs with a rate of 2.2ml/hr and 7.6 ml was given. Volume was 94.4 ml when alarm occurred and then pump stopped and powered off. Patient does not know how to clamp tubing, however the pump was reported to be powered off and restarted. Pump continued to not run. Patient was instructed to call md on call and if unable to reach call clinic in the morning. No adverse patient effects reported.